Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, but revealed a similar complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient reported the hospitalization for the hernia event was on an unspecified date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was not reported if the hernia was present prior to the start of pd therapy or if the hernia worsened with pd therapy. The patient was hospitalized for the event. On an unreported date, the patient underwent hernia surgery for the event. It was reported the patient had recovered from hernia surgery. Dianeal therapies were ongoing. Additional information was unable to be obtained.